Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 395 mg/dl (meter using strip lot # 493816) and 135 mg/dl (meter using unknown strip lot number). And 136 mg/dl (meter using unknown strip lot number) and 295 mg/dl (meter using strip lot # 493816). No adverse event reported. Requested return of suspect device and strips with lot 493816, and replacement was sent. Strips with unknown lot number were no longer available to be returned.

Manufacturer narrative:
This case, with (B)(6), is related to case with (B)(6). It was unknown if the initial reporter sent report to the FDA. No product available to be returned.